Event description:
It was reported that during a supply change the infusion set assembly separated from the cartridge when the blue needle cover was removed, and the caregiver subsequently detached the tubing from the cartridge connector, attached a new infusion set, performed a fill to observe drops around 40 units with nothing connected to the patient, then filled the cannula and applied the adhesive; the issue involved the infusion set and cartridge with concern for packaging and connection integrity. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed evidence consistent with compromised packaging of the infusion set component, while no device problem was detected beyond packaging concerns. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected.